Event description:
It was reported that the following day after implantation, on (B)(6) 2026, that there was high capture threshold on the right ventricular (rv) lead. On (B)(6) 2026, imaging was performed and revealed that the rv lead had dislodged. On (B)(6) 2026, the physician elected to reposition the rv lead. During the procedure, it was noted that the set screw of the pacemaker (pm) was unable to be tightened and after multiple attempts the septum of the pm had dislodged and a screw was noted to be missing. The physician elected to explant the pm and implant a new one to complete the procedure. The patient condition was stable following the procedure.